Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an unknown procedure. It was noted that when the arrows lined up, the vessel locator wings prematurely retracted and the device came out of the artery, losing access to the site. Hemostatsis was achieved with manual compression. There was no adverse event reported. No additional info is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.